Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "info alarm: standard admin set latched", "high alarm displayed: cassette not attached properly" and "cassette latch was opened" were recorded in history. During analysis, error "cassette not attached properly" message was duplicated when a cassette was latched onto the device. It was noted that faulty downstream sensor was the cause of the reported issue. Service replaced the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited "cassette not attached properly". No patient was involved in this event. No adverse effects were reported.